Event description:
A us distributor returned monitor sn (B)(4) to report that it failed incoming functionality testing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is currently under way. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation, the monitor failed incoming functionality testing. A root cause investigation for the failure of incoming functionality is currently underway. A supplemental report will be sent once the investigation is completed. No adverse event resulted from the defective monitor.